Manufacturer narrative:
This report is based solely on device analysis. No information to suggest a device related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: analysis confirmed the customer comment of the printing issue; the printer was replaced. At analysis, the device powered up to an error code; the micro processor unit (mpu) was replaced, hard drive was re-imaged and reloaded, and software was updated. The device failed the common mode/wrist electrode test. The electrocardiogram (ECG) connector on the link electronic module (lem) board was loose; the lem board was replaced and recalibrated, and the software was updated and reloaded. The system fan was also noisy, and it was replaced. It was also noted that there were white spots on the display screen, which was replaced. The device passed final functional and systems tests. No other anomalies were found. (B)(4).

Event description:
It was reported that the programmer could not print. The programmer was returned for service as well as a requested test and calibration procedure. No patient complications have been reported as a result of this event. It was further reported that the programmer subsequently tested out of specification during manufacturer's analysis.